Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with protruded/loose drive support disk and missing end cap sticker.

Event description:
The customer reported that the drive support cap was protruded. The blood glucose reading was 115mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.